Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when assembling the knee set after surgery, the sales rep became aware that the spacer block was damaged. The damage did not occur during surgery and no pieces were left in the patient. No surgical delay.

Manufacturer narrative:
Investigation summary: examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.